Event description:
It was reported that the power is reduced. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
B3. Date of event: exact event date is unknown.

Event description:
It was reported that during the procedure, the power was reduced. There were no patient complications.

Manufacturer narrative:
B3. Date of event: exact event date is unknown.

Manufacturer narrative:
B3. Date of event: exact event date is unknown.

Event description:
It was reported that during the procedure, the power was reduced. There were no patient complications.

Event description:
It was reported that the power is reduced. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
B3. Date of event: exact event date is unknown.